Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Event description:
As reported, the dilator of a 5f avanti plus sheath introducer with mini-guidewire broke when the doctor put it in the patient. The doctor tried again with a second 5f avanti sheath of the same lot and the same issue occurred. There was no reported patient injury. Femoral access was used. The intended procedure was not provided. It is unknown how the physician removed the dilator. Two (2) device pictures were received for review. Images attached to event show two dilators, which have been separated at the proximal end. There were no abnormalities noted on the product or product package. Additional event details were requested; however, not provided. The devices will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the dilator of a 5f avanti plus sheath introducer with mini-guidewire broke when the doctor put it in the patient. The doctor tried again with a second 5f avanti sheath of the same lot and the same issue occurred. There was no reported patient injury. Femoral access was used. The intended procedure was not provided. It is unknown how the physician removed the dilator. There were no abnormalities noted on the product or product package. Two pictures were submitted for analysis. The pictures included the device packaging, which included catalogue number 504-605x and lot number 18078557 on the packaging of two units. Additionally, both vessel dilators were observed separated near the hub. The reported ¿vessel dilator-separated¿ was confirmed for both devices by picture analysis however, the exact cause of the event cannot be determined without returning the device for analysis. Handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿do not use if package is open or damaged. If increased resistance is felt upon insertion of the csi, investigate the cause before continuing. If the cause of the resistance cannot be determined and corrected, discontinue the procedure and withdraw the csi¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventive or corrective actions will be taken at this time.